Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test no matter how many batteries were used. The blood glucose reading was 367 mg/dl. The customer was advised that the batteries should be stored at room temperature and within expiration date, and that the alarm will recur with each new battery inserted, if not cleared. The battery cap contacts are not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer received another failed battery alarm after cleaning the battery caps and inserting a fresh battery but had not cleared the previous alarm.